Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. The unit does not found when the sensor cable is not plugged into the sensor receptacle or when the pull magnet is detached from the magnet mounting plate. When the sensor cable is plugged into the sensor receptacle, the unit sounds when weight is removed from the sensor pad, and unit is silent when weight is applied to the sensor pad. The unit has visual cracks on the dust covers out side of the battery compartment and scrapes on the green over mold. Additionally, unit has evidence of exposure to moisture. (B)(4).

Event description:
Customer reported when the magnet pull cord is detached from the alarm it does not sound. The alarm only sounds when the buttons are pushed. The date the issue was discovered is unk. No pt incident or injury was reported.